Event description:
Event became reportable based on investigation completed on 02/22/2007. It was reported that during a pci procedure, the quantum maverick monorail shaft broke. The 99% stenotic lesion was located in the calcified left circumflex (lcx) coronary artery. A 2.5mm balloon predilated the lesion and a 3.0mm x 23mm stent was advanced but failed to cross the lesion. The 8mm x 3.5mm quantum maverick monorail was advanced but also failed to cross the lesion. The physician tried to advance the balloon catheter but the shaft kinked and separated. It was further reported that the break occurred near the hub, outside of the pt. The device was removed without incident. The procedure was successfully completed by implanting the 3.00mm x 23mm stent and dilation with another quantum maverick monorail catheter. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a pre-inflated state was received and a hypotube fracture was located 100.2 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records for top assembly batch 8697947 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the hypotube fracture could not be determined.